Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) was 579-600 mg/dl and manual injections were administered to address bg. Customer alleged pump was not "providing basal delivery". Customer declined tandem technical support's offer to perform a pump system check.

Manufacturer narrative:
Pump investigation has been completed. Based on the analysis, there were no issues identified that could cause elevated blood glucose. However, a different issue was identified.